Event description:
Complaint (B)(4).

Manufacturer narrative:
Maquet medical systems, USA (importer)submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary ag kehler strasse 31, 76437 rastatt, germany. A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002 importer- maquet medical systems USA 45 barbour pond drive wayne, nj 07470. Contact person- (B)(4). Maquet cardiopulmonary ag is aware of similar complaints from this product. Same product, showing a similar malfunction, has been investigated in #(B)(4): when priming with water, a leak was detected at the point claimed by the customer (pos 5.) 'Opening for holder'. Since further investigation on sample is not possible due to safety reasons, the cause of the incident could not be identified. In addition, maquet cardiopulmonary gmbh is aware of similar failure description for same product, complaint #(B)(4). The video of this failure also shows the oxygenator is leaking from housing. Thus the reported failure 'leak from the base' could be confirmed. This complaint is being monitored as part of the complaint data trending of maquet cardiopulmonary gmbh and further investigations and measures will be conducted in case of adverse trending.

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. (B)(4).

Event description:
Found plasma leak in oxygenator. Complaint (B)(4).